Event description:
Patient reported using a new contact lens and noticed that the lens "pressed on the right eye, and that there was a film". Patient reported continuing to wear the lens for less than four hours, until it was removed due to burning and pain. Patient described a "film/veil" on the eye the entire day. The following morning, the right eye was swollen and red, and the patient went to the ophthalmologist, who diagnosed inflammation of the cornea and prescribed a salve. The evening, patient continued to experience pain and visited emergency room. Patient was admitted for one week, and treated with antibiotic drops and tablets, gel, salve. A culture of the lens found klebsiella pneumoniae and pseudomonas. Medical documentation noted that the patient's visual acuity is much better and more improvement is expected. Patient has three small scars on the lower part of the cornea outside of the pupil zone. A follow up with the patient confirmed that treatment has been completed and visual acuity is much better.

Manufacturer narrative:
The medical device was not returned. The lot device history records were reviewed and show that all requirements were met. Based on all information, no root cause can be determined and no conclusion can be drawn.